Event description:
It was reported that: during a tavr procedure. While device was being pulled back, anchor got caught in vessel and collagen deployed in vessel. A surgical cutdown was necessary to resolve. The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No product evaluation could be completed as the product was not returned for investigation. A manufacturing review could not be completed as no lot number was provided. Case details were reviewed. Post tavr procedure while device was being pulled back, anchor got caught in vessel and collagen deployed in vessel. Surgical cutdown was completed to remove manta. No other information was provided. After unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of manta's unable to deploy properly, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The der process will continue to monitor for similar events.

Event description:
It was reported that: during a tavr procedure. While device was being pulled back, anchor got caught in vessel and collagen deployed in vessel. A surgical cutdown was necessary to resolve. The patient was reported as fine.